Event description:
Additional information received via email: no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped on the front corners and the right plunger case was cracked. A review of the event history log identified check clutch/ plunger lever error. During the functional testing the reported issues were unable to be duplicated. The main board does not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right with leadscrew and spring for preventive.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "syringe plunger sensor". No patient injury reported.